Manufacturer narrative:
The lead was explanted and returned due to dislodgement. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies. The s-curve hump height was measured to be within the product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the physician was using a slittable catheter while attempting to implant the lead. During the process of slitting the catheter, the lead got dislodged and came out. The physician requested for a fresh product to continue maintaining the sterility during the implantation procedure. The lead was removed and replaced. The patient was in stable condition.